Event description:
Healthcare professional reported via nbir left side "suspected/actual rupture/deflation (left), capsular contracture(baker grade-3), staged reconstruction explanted implant." Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: capsular contracture baker grade iii and rupture.